Event description:
It was reported that a malfunction alarm occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Cts assisted patient with information for troubleshooting their malfunction.